Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a wolff-parkinson-white procedure, the amplifier and media converter were having communication issues that resulted in a cancellation of procedure. After the patient was connected to the workmate claris ECG, but before vein puncture, a 12 lead ECG had a slow drawing speed on the live screen of the workmate claris system. The 200mm/sec looked like 50mm/sec. The drawing speed was able to be manually changed, but still appeared slower than usual. The 400mm/sec looked like normal speed. Additionally, the r-r interval defined during setup measured every qrs as it should, but the interval was shorter (about 250ms =240bpm) than the patient¿s actual heart rate 80bpm (about 750ms). The heart rate was also being measured on the non-abbott (phillips) monitor. Changing the speed did not affect the r-r interval. Changing the cathmaps or leads where the r-r interval was measured did not resolve the issue. Restarting the system multiple times and checking all settings, including the ini settings file, did not resolve the issue. The workmate claris cpu is z440 and claris sw version is 1.3.1. The site had spare cpu z440 with claris sw version 1.1.1, which was swapped to see whether the issue persisted and it did. It was noted that drawing speed of the ECG was normal prior to the workmate claris connecting to the amplifier. Right after connection was completed, the drawing speed slowed down to the level described above. The r-r interval was not shown during the connection phase, so that could not be confirmed. With demo signals everything worked like it should. The issue was seen only on the live patient ECG. Previous procedure data was shown as it should from previous days, r-r interval included. The fiber between the workmate claris cpu and amplifier, and ECG cables were changed, but did not resolve the issue. The fiber to rj-45 converter or another amplifier could not be tested as there was not a spare available. The workmate claris screen resolution was checked as well and had not changed from 1920x1080. A new amplifier and converter have been ordered in hopes of resolving the issue. The procedure was rescheduled and all procedures in that lab had been rescheduled. Later, the replacement amplifier and new rj-45/fiber converter were received, and the issue was resolved.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined.